Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: for the event scope communication error (e226): receiver module failure. For the event no image on monitor with endoeye and ch-s200-xz-eb camera head: transmitter module failure. For the event printed circuit board error (e334): mother circuit board unit failure. For the event no image: deformation of inner harness. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image on monitor, error e334, error e226, and internal harness deformed. There were no reports of patient involvement.